Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient started having tremors suddenly. They ran impedance and determine the active programmed contact had a short. The cause was unknown. They reprogrammed to a new contact . Patient is receiving benefit. The issue was resolved.